Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump was in spanish mode for about two days. During troubleshooting, they attempted to put the device in english mode but they were unable to select the language. It was found that the battery was depleted. It was also found that they had received multiple bad battery limit alarms. The insulin pump was alarming at the time of the call. They were assisted with clearing the alarm. The customer's blood glucose level was unknown. It was also noted that they received a failed battery test during troubleshooting for the multiple bad battery limit alarms. The caller was advised to monitor the insulin pump. The device will not return for analysis.